Event description:
A malfunction alarm was reported with a software error detected. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump and assisted the caller in performing the reset, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears, which the caller acknowledged.